Event description:
Fresenius medical 2008t dialysis machines is having issues with continuous acid pump eos alarms. Vendor is aware about this issue and acknowledged a problem with the pumps right now with eos alarms. It stems from manufacturer's supplier and it has been corrected with a new version of acid pump. The issue is that manufacturer is in need of a large number of pumps and they are having issues catching back up, that is why they go on backorder right now. Pt code: 4582. Device codes: 3016, 1384. Ref reports: mw5173527, mw5173529.